Event description:
Cardiac controls below mean within 2sd and failed myo on api proficiency survey.

Manufacturer narrative:
Issue (B)(4) was opened in order to review the lot further and determine possible further action. CAPA (B)(4) has been initiated and a recall, 2027969-04/28/09-002-r has been initiated for the lot in question.